Manufacturer narrative:
No testing was performed on the device (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01352 and 3007042319-2015-01353) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4) a00036 (B)(4) a00036 (B)(4) a00036 (B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01352 and 3007042319-2015-01353) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the patient that they experienced battery switching. The batteries were reported to switch with different levels of charge; the charge level is reported to not have been below 10% capacity. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 1 of 2.